Manufacturer narrative:
The t:slim x2 pump user guide states: always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. The customer's blood glucose level was 120 mg/dl. Tandem technical support assisted the customer in changing to the correct time and date.